Event description:
It was reported that the patient experienced dissatisfaction with the ambicor penile prosthesis (app) and the patient requested the inflatable penile prosthesis (ipp) to have a full cycling device and full deflation ability. The app was explanted and a new inflatable penile prosthesis was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.